Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided from the company representative (rep) indicated that the initial reporter was a physician. The patient's weight was asked, but not provided. It was reported that the issue resolved as of now and no other complaints had been made.

Event description:
Information was received from a company representative (rep) regarding a patient who was receiving baclofen (unknown) at unknown con centration/dose via an implantable pump for intractable spasticity. It was reported that the patient was not getting effective therapy and was found that the catheter had migrated cephalad. The company rep stated today the patient had a catheter revision and a new it section of catheter was implanted and connected to the existing proximal section.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6) product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 02-jun-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.